Manufacturer narrative:
A visual analysis of the used returned device showed black residue on the device. A lab analysis revealed evidence of both fungal spores and deposition material. Elementally, the deposition material appears to be both magnesium and phosphorus, with a possible trace of potassium. The magnesium phosphate is a typical component present in medicinal products such as antacids and laxatives. The fungal growth appears to be aspergillum. The fungal presence identified in the report is not indicative of the condition of the sterile device supplied by boston scientific corporation. It is unknown whether mold may have been introduced during patient use or through subsequent handling post-removal. Therefore the most probable cause is operational context. The device history record review confirms that the accepted devices met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure (date is unknown). According to the complainant, the physician reported, that after a short period, the patient's husband keeps seeing black spots in the g-tube that will not come off. The husband is worried about a fungal infection. The physician reported there is no fungal infection and the black spots do not interfere with the feeding. A new endovive safety peg kit pull method was placed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. On (B)(6), 2011 investigation results showed there was fungus in the tube. This event is now deemed reportable.